Event description:
In 2007, the sales rep reported that during a anterior cervical discectomy and fusion, surgeon was implanting the center screw when the screw pushed through the entire plate prior to final locking. The surgeon was not able to get the screw to back out. The surgeon had to replace the plate with another plate. After attempting to implant four regular screws with the new plate, it was discovered some of the screws were too loose in the bone, so the surgeon removed the regular screws and replaced them with rescue screws. There was no report of a malfunction with the screws. The entire surgical delay was one hour. There was no reported injury to the patient.

Manufacturer narrative:
Device MFR date is unk. Evaluation pending.